Event description:
A review of service data detached a reportable event. During servicing, monitor sn (B)(4) was unable to communicate with a test belt. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. Upon investigation the monitor was unable to communicate with a test belt. The cause for the communication problem was corrosion on connector j2006 on the auxiliary pca board. The source of the corrosion could not be positively identified but was likely liquid ingress. No adverse event occurred due to the corroded connector. The last person to use this monitor did not report any problems.